Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.5x 32mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a 2.5 x 30mm non-bsc device. No patient complications were reported and the patient condition was good. However, returned device analysis revealed a hypotube break.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy xd mr ous 2.50 x 32mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of stent damage with mid struts lifted. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 22cm distal to strain relief as well as multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during product analysis.